Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a smartfreeze cryo console was selected for use. However, after the transseptal puncture, the physician advanced the catheter to the left atrium and inflated the balloon but after a few seconds the console stopped, and the error message, outer balloon pressure is too high appeared on the screen. The physician replaced the gas cable and tried again but the issue persisted. Then he decided to replace the catheter and tried again and after a few seconds of ablation, the errors; inner balloon pressure is too high, outer balloon pressure is too high and refrigerant flow obstruction detected appeared on the screen. Once again, the physician replaced the catheter but observed the same errors. On the 3rd catheter it was observed that the above errors were appearing also outside of patient's body during catheter's check. Therefore, he tried to perform an application with the catheter into the water (outside of patient's body) without applying any pressure to the balloon and again the errors appeared. The procedure was cancelled with no patient complications. There is currently no information available regarding the return availability of the device for laboratory analysis.